Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a trial patient. It was reported that there was stimulation in the wrong location and no stimulation. The patient began the trial on her left side at 2.7 and felt stimulation down the back of her leg to her knee. If she sat on a hard surface, it was also on the front of the leg. She tried lowering the amplitude and still felt stimulation in that area. The issue started since (B)(6) 2016. She changed to the right side eventually, but since the change, she had not felt stimulation, even after increasing to 3.0 and had not gone to the bathroom. These issues had been occurring since (B)(6) 2016. She felt a pressure in the bicycle seat area on both left and right sides. The patient increased it and felt comfortable stimulation in the bicycle seat area at 3.4. Troubleshooting resolved the issue. It was noted that the patient had sciatic pain prior to the trial and had used a transcutaneous electrical nerve stimulation (tens) unit.